Event description:
Customer reports that the 5th and 7th contacts from the right side are blackened. No adverse event reported. A request was made for the return of the suspect product and a replacement was sent.